Event description:
A mayfield 2000 skull clamp was being used for a procedure (type and date of procedure was not provided). The resident was unable to remove the clamp from the patient's head. As a result, vice grips were used to remove the clamp from the patient's head. The patient incurred an injury. Additional information has been requested.